Event description:
Synergy china registry. It was reported that stable angina occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) extending up to mid left anterior descending (lad) with 95% stenosis and was 60 mm long and a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50 mm x 32 mm and 3.50 mm x 32 mm synergy stents system. Following this post dilation was performed with 0% residual stenosis. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with stable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. It was also noted that a correlation was observed due to restenosis. At the time of reporting, the event was considered as not recovered and not resolved. Nineteen days later, in (B)(6) 2021, the subject was discharged.

Event description:
Synergy china registry it was reported that stable angina occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) extending up to mid left anterior descending (lad) with 95% stenosis and was 60 mm long and a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.50 mm x 32 mm and 3.50 mm x 32 mm synergy stents system. Following this post dilation was performed with 0% residual stenosis. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with stable angina and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. It was also noted that a correlation was observed due to restenosis. At the time of reporting, the event was considered as not recovered and not resolved. Nineteen days later, in (B)(6) 2021, the subject was discharged. It was further reported that in (B)(6) 2021, the event was considered to be recovering/resolving.